Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during servicing, the shutdown alarm of this ht70 ventilator "hardly sounded" when the power was turned off. The service was performed by the third party service provider tkb (tokibo) and the control board was replaced. One control board was returned for analysis: visual inspection of the component found no physical damage. The board was installed in a test ventilator and powered on. When powering off the device, the shutdown alarm chirped at normal volume, but did not remain on. Confirming the capacitor c159 on the control board was faulty. Failure of c159 could result in the shutdown alarm failing to annunciate. The cause of the event was isolated to a faulty capacitor c159 on the control board. This ventilator is in the scope of a field corrective action (fca). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during servicing, the shutdown alarm of this ht70 ventilator "hardly sounded" when the power was turned off. The ventilator was not in use on a patient at the time of the reported event.